Manufacturer narrative:
The long bipolar grasper instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during central processing, the distal tip of the long bipolar grasper instrument was loose. The black wire was out of place. There was no report of patient involvement.

Manufacturer narrative:
The long bipolar grasper instrument was analyzed and found with a segment of the conductor wire dislodged and sticking out from the proximal clevis. A loop of wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. Components adjacent to the dislodged wire did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.